Manufacturer narrative:
(B)(4).

Event description:
It was reported the capacitor maintenance was aborted due to two non-sustained ventricular oversensing episodes at the sosd check. The device kept on aborting until sufficient charge had been built up on the capacitor. The physician returned to the clinic and capacitor maintenance testing found normal charge time. The patient condition is stable.